Event description:
After use of the device for a cardiopulmonary bypass procedure, the perfusionist reported the occluder mechanism on the roller pump was not working. The tubing holder on back yellow sucker did not open when knob was turned. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The operator manually opened the tube clamp after the procedure.